Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/25/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A time and date reset was not verified by the recorded black box data. Testing revealed the time and date reset to factory settings after the battery was removed and reinserted in six hours. The pump case was removed and evaluation revealed the internal clock battery on the circuit board had failed. Unrelated to the complaint, the pump was powered on and the display screen appeared discolored. Additionally, the battery compartment was observed to be cracked.

Manufacturer narrative:
Device evaluation: the reporter contacted animas on 09/16/2014 with the following additional information: the reporter stated that the pump time and date settings reset to default settings for the pump after the battery was removed and reinserted in less than 24 hours. It was also reported that the user blood glucose (bg) reading reached 300 mg/dl and was accompanied by dizziness. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time and date reset) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a history/settings issue.